Event description:
Rptr stated she intermittently received the er1 message and the "hi" error code. Rptr would then increase her insulin dose as a result. Rptr was aware of what the er1 message stood for and did experience high blood glucose symptoms at the time of the error reading. Rptr retested two hrs later and received a result of "around 300" mg/dl.